Event description:
Boston scientific received information that this device detected a high out of range shock impedance measurement on the right ventricular (rv) lead. All other lead measurements were in normal range. It was reported that the increases in the shock impedance measurements appeared to coincide with the patient having bronchitis. The measurements decreased when the patient was receiving treatment. The shock impedance measurements are not again in normal range. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.